Event description:
It was reported that customer was in the hospital due to another illness. During the hospitalization customer's blood glucose was 20 mg/dl and due to low blood customer was not using the insulin pump. Troubleshooting was done. No alarms found in the alarm history. Health care provider uploaded the insulin pump in carelink and does not know how it happened. The customer was advised to return broken insulin pump for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, reset error test, displacement test, and basic occlusion test. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.